Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 12/20/2023, it was reported that the patient was experiencing confusion and ¿signs of hyperglycemia¿. The patient¿s cgm was reading 270 mg/dl and the bg meter was reading 350 mg/dl. The patient was taken to the hospital by his caretaker. At the hospital, the patient was treated for dka and was given IV insulin and fluids. No cgm or bg comparison values were reported from the patient¿s time in the hospital. The patient was discharged home later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.